Event description:
It was reported that pump experienced malfunction with malf 16 error and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, and technical support arranged replacement pump and discussed option for out-of-warranty loaner pump since pump was out of warranty.